Manufacturer narrative:
According to clinical, impella access gained via right subclavian artery with no complications. After implant, console had placement signal not reliable alarm. White cable was found to have not been push in all the way. Signals returned but over the next days lower than expected flows. There were suction alarms with left ventricle (lv) diastolic pressures -15, and at times no suction alarms with lv diastolic pressures at -50. Pulsating mechanical circulation, position of the impella 5.5 was stable on echocardiogram. Patient was on concurrent venous-venous extra-corporeal membrane oxygenation support and hemodynamically stable. The product and data logs received for evaluation/analysis indicated the following: after implant, console had placement signal not reliable alarm. White cable was found to have not been pushed in all the way. Signals returned but over the next days lower than expected flows. There were suction alarms with lv diastolic pressures -15, and at times no suction alarms with lv diastolic pressures at -50. The data logs confirm continuous suction alarms throughout the procedure and impella position unknown alarms. Low pump flow occurred upon activation, and there was a large variability in snr range due to suction. Insufficient product was returned for this investigation. The returned product had a severed catheter with the cannula missing. The product passed the light continuity test. Product history review was completed, and the pump passed all sterile inspection checks. The root cause of low pump flow was most likely patient condition related because the suction events occurred upon device implant with concurrent venous-venous extra-corporeal membrane oxygenation therapy.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and low flows were observed. The impella 5.5 was successfully placed with no complications. After implant, console had placement signal not reliable alarm. White cable was found to have not been push in all the way. Signals returned but over the next days, there were lower than expected flows. The patient was on concurrent venous-venous extra-corporeal membrane oxygenation (vv ECMO) support and hemodynamically stable. There was no report of adverse effects to the patient as a result of this event. Additional information noted survival outcome at explant as expired. Review of the event noted the use of the impella device cannot conclusively be associated with the outcome. There is no information that reasonably suggest the impella device cause or contributed to the patient's demise. The patient remained with impella 5.5 pump and vv ECMO therapy for support, approximately 6 days later the patient made comfort measure only with care withdrawn and expired thereafter.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the optical signaling issue was most likely an air gap as air gap characteristics were observed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-16618. D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report. G1 reporting contact email updated.